Event description:
It was reported that during an ent procedure, the evac 70 xtra (coblation probe) turned red at the tip during the procedure, the tip was abnormally overheated. No harm to patient or user. The procedure was successfully completed using a smith and nephew back up device without any surgical delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that the returned instrument shows no manufacturing abnormalities. Fluid is in the fluid line. Electrodes have been used. Bio debris is present. Product was out of the original packaging and no packaging returned. A functional evaluation showed the opened device was tested and plugged into the controller and registered settings (7,3). The wand produced plasma and will glow red at the tip as it does. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.